Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a "scan again in 10 minutes" message upon scanning the adc sensor and was unable to obtain glucose scans. The customer became disoriented with symptoms of shaking, sweating, and dizziness and was transported to the hospital. The customer received an unspecified IV for treatment of hypoglycemia and had tests and x-ray performed. There was no report of death or permanent injury associated with this event.